Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 28 x 2.25mm taxus¿ liberté¿ stent was advanced, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed stent detachment.

Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by MFR.: the crimped stent was detached from balloon and was not returned with device for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).